Manufacturer narrative:
H11: report was inadvertently submitted under manufacturer number ¿9613369¿, but the correct manufacturer number is '1020279'.

Event description:
It was reported that, after a tkr had been performed, the patient had an intra-articular infection. A revision surgery was perform to treat this adverse event. The oxinium femoral head was explanted. The patient outcome is unknown.